Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. Concomitant products: 5071-53 lead implanted: (B)(6) 2011; d274trk ICD implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the epicardial left ventricular (lv) lead had high thresholds. The lead was capped and not replaced. It was further reported that the right ventricular (rv) lead also had high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.